Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. D10: concomitant medical product: bost413, 3i t3 non-platform switched tapered implant 4 x 13mm, lot: 2120026197. E1: reporter name: unknown / not provided. E1: email address: unknown / not provided.

Event description:
It was reported that during an external sinus lift, the mucous membrane was very thin and that when the implant was placed in position 26, a perforation of the maxillary bone was detected. Implants in position 25 and 26 were removed. Pain and edema were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) bost411, (3i t3 non-platform switched tapered implant 4 x 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its external threads. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2120000960. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120000960 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: perforated sinus¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.